Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for svt. Programming changes were made. Patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received another instance of inappropriate atp and hv therapy. Further programming changes were made. No further information.